Event description:
Boston scientific (bsc) crm received info that this pt was seen in the clinic one month post the implant procedure. The physician noted loss of capture in the ventricle with this right ventricular (rv) lead 4136/28258573. Intermittent capture was also noted in the atrium with the right atrial (ra) lead. The physician noted the pt was exhibiting significant ectopy. The physician was able to successfully reposition both the ra 4135 and rv 4136 leads and they currently remain in service. The physician noted the rv lead 4136 had moved slightly since the original implant procedure.